Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The related condition is typically caused by applying excessive force while attempting to cut tissue and/or an excessive amount of tissue at one time. Fragments were accounted for and found during investigation/evaluation process. Function test could not be performed due to the related condition.

Event description:
It was reported that the device is broken. No additional information regarding a specific failure mode was provided. There was no harm for the patient, operator or third party reported. No further information received.